Event description:
It was reported that during a prostate procedure, the surgical fiber expired at 52,968 joules of use. The fiber was exchanged and the case continued using a second fiber. At 14,880 joules while using the second fiber, the fiber cap burnt. The case was completed using an alternate procedure (turp). No patient injury was reported. This report is for the second surgical fiber used. Gland volume: 45 ml. Time expended: 6:10 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.